Event description:
It was reported that a 450cc smooth round moderate plus profile boost prosthesis was delivered to the customer. The customer observed a black residue on the shipping box which ended up getting on top and inside the packaging. The actual device was never used. Refer to manufacturing report number 1645337-2022-10869 and 1645337-2022-10868 for the associated events.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2022, mentor reevaluated the file and determined that the foreign matter associated with the issue occurred during transit and not manufacturing. Therefore, this file is only a delivery service issue and no further reporting will be conducted. Manufacturer¿s reference number: (B)(4).